Event description:
It was reported that the patient came into the clinic complaining of chest pain and phrenic nerve stimulation. High atrial capture thresholds and fluctuations in atrial lead impedance were observed during device interrogation. The physician was determined that there was cardiac perforation. Lead was explanted and replaced without complications. The patient was doing fine post procedure.